Manufacturer narrative:
G4: 20jul2020 b4: (B)(6)2020 a flow sensor, air/exhalation was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05mar2020. B4: 10mar2020. The service engineer replaced the exhalation flow sensor and on/off switch to address the issues. The unit passed testing and was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03march2020.

Event description:
It was reported that the ventilator is setting no tidal volume error. There was no patient involvement. Service engineer (se) inspected the device. The se found in the ventilator diagnostic logs a unknown restart error code. The se performed testing and found the unit was not passing testing and failed the oxygen (o2) delivery test, air delivery test and heated filter test. The se performed air flow accuracy test and found the unit exhalation flow sensor reading out of specification. The se performed oxygen flow accuracy test, unit passed. The se will order an exhalation flow sensor, on/off switch and sensor board to address the reported issue.